Event description:
It was reported to baxter that one (1) ce infusor lv2 device was observed to have the tubing broken off at the junction of the blue winged cap and luer lock. There was no patient involvement. This was observed before use. No additional information is available.

Manufacturer narrative:
(B)(4). The device is available for evaluation; per the customer; however, the device has not yet been received by baxter. Should the device and/or any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: per the customer, the device will not be sent in to baxter for evaluation; therefore, the reported condition of "broken tubing at the junction of the blue winged cap and luer lock" could not be confirmed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.